Manufacturer narrative:
Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladder of cylinder 2 occurred subsequent to the device packaging being opened. The information received indicated the holes were noticed during the preparation of the device. Based on the evaluation and information received, the separations most likely occurred inadvertently during the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was to be implanted but was not due to holes in the cylinder. The device was being prepared for implantation when the physician noted air moving back into the implant. After attaching a full 60cc syringe, the saline was pushed into the implant and multiple holes were seen in one of the cylinders. A replacement cylinder set was opened and used with no issues.

Event description:
According to available information, this device required replacement due to holes. The device was being prepared for implant when the physician noted air moving back into the device. After attaching a full 60cc syringe, the saline was pushed into the device and multiple holes were seen in one of the cylinders. A replacement cylinder set was used.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.